Manufacturer narrative:
Age/date of birth: unknown, information not provided. If explanted, give date: not applicable, remains implanted in the eye. (B)(4). Device evaluation: product testing could not be performed because the product was not returned. Lens remains implanted. The customer's reported event could not be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a rotation of lens post-op with symptoms of patient no longer being able to see well after surgery. Patient is happy and seeing well after re-alignment of the toric lens. Post-op was 20/40. Post-op repositioning refraction was 20/20 ¿ lens had rotated to 190° (from 160° aligned in surgery).

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.